Manufacturer narrative:
(B)(4). Upon the initial reporting of this event to fisher & paykel healthcare (f&p), the customer advised that the complaint 400476 simplus full face mask had been returned to devilbiss, the manufacturer of the CPAP device that was being used at the time of the event. The complaint simplus mask was not received at f&p in new zealand for evaluation. Method: our investigation is thus based upon the event description, additional information, and photographs provided by the customer, along with our knowledge of the product. Results: the distributor reported that a customer's wife heard a loud noise in the next room and found the customer with a "broken top tooth" and the simplus mask seal disengaged from the frame. It was further reported that the event occurred during the customer's nap, and that "when the mask has been ejected, a strong part of it has hit [the customer's] tooth." The bubble seal of the mask was found under the customer's bed. Conclusion: we are unable to determine what caused the reported event. Multiple attempts were made to obtain further information from the customer, however limited information was received regarding the sequence of events and the simplus mask. We note that there was no defect alleged with the simplus mask at the time of reporting, with the distributor stating the customer "hasn't doubt" about the mask. The user instructions that accompany the simplus full face mask state the following: before using the mask each time: I. Inspect it for damage. If there is any visible deterioration (cracking, tears, etc.). Do not use and seek replacement part(s). Note: failure to follow the operating instructions above may compromise the performance and safety of the mask. Our user instructions also contain the following caution: "if your f&p simplus full face mask weakens or cracks, discontinue use and seek replacement immediately."

Event description:
A distributor in france reported via a fisher & paykel healthcare field representative that a customer's wife heard a loud noise in the next room and found the customer with a "broken top tooth" and the simplus mask seal disengaged from the frame. It was further reported that the customer "hasn't doubt" about the simplus mask.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining more information from the customer regarding the event and whether the complaint 400476 simplus mask can be obtained for evaluation. A follow-up report will be provided upon completion of our investigation.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare field representative that a patient's wife heard a loud noise in the next room and found the patient with a "broken top tooth" and the simplus mask seal disengaged from the frame. It was further reported that the patient "hasn't any doubt" about the simplus mask at the moment.